Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging ventilator service required alarm occurred on a trilogy evo while in patient use. There was no report of injury or harm. The customer states a trilogy evo error code indicating (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the event log. The device was sent to a third-party service center for evaluation. If any additional information is received, a follow-up report will be filed. New information/evaluation. The trilogy evo was returned to the third-party service center for evaluation and the customer's complaint of an error code in relation to press_sensor_mismatch was not confirmed. Additionally, during a pre-test, the unit failed a test step due to a machine flow sensor error, unrelated to the alleged malfunction. The machine flow sensor was replaced to address the issue. The air foam inlet filter was replaced due to preventive maintenance. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging ventilator service required alarm occurred on a trilogy evo while in patient use. There was no report of injury or harm. The customer states a trilogy evo error code indicating (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the event log. The device was sent to a third-party service center for evaluation. If any additional information is received, a follow-up report will be filed.